Manufacturer narrative:
The report is filed (B)(6) 2015.

Event description:
Per the clinic, the patient experienced poor performance with device use. The device was explanted on (B)(6) 2014, and reimplanted with a new device during the same surgery.